Event description:
The reporter indicated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens and the lens became stuck in the cartridge. There was no pt contact with the lens and no injury. The reporter stated the cause of the event was due to a loading error.

Manufacturer narrative:
(B)(4).